Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened. The procedure got delayed and completed by bypassing the ups. A field service engineer (fse) examined the system on-site and confirmed the system did not start up. Upon troubleshooting, fse found that fault in the ups of the pc suite. The computer is configured to work without the ups. To resolve the issue, fse working the system via bypass. After working the system via bypass, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up. No harm was reported to philips. Philips has started an investigation of this complaint.